Event description:
It was reported that the patient implanted with this leadless pacemaker and subcutaneous implantable cardioverter defibrillator (s-ICD) stored a smart pass episode, with the feature being disabled. Technical services (ts) discussed that there were low amplitudes along with oversensing and provided troubleshooting steps. Upon review, it was noted an inappropriate electric shock. Possible causes were discussed and reprogramming efforts were performed. Additional information received indicates the electrocardiogram displayed incorrect numbers. Interrogation was then performed and it was noted that the s-ICD delivered several inappropriate shocks due to af. Additional information received indicates that this s-ICD delivered again inappropriate electric shocks due to oversensing and low amplitude. Programming efforts were performed and s-ICD systema replacement was recommended. At this time, the product remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this leadless pacemaker and subcutaneous implantable cardioverter defibrillator (s-ICD) stored a smart pass episode, with the feature being disabled. Technical services (ts) discussed that there were low amplitudes along with oversensing and provided troubleshooting steps. Upon review, it was noted an inappropriate electric shock. Possible causes were discussed and reprogramming efforts were performed. Additional information received indicates the electrocardiogram displayed incorrect numbers. Interrogation was then performed and it was noted that the s-ICD delivered several inappropriate shocks due to af. Additional information received indicates that this s-ICD delivered again inappropriate electric shocks due to oversensing and low amplitude. Programming efforts were performed and s-ICD system replacement was recommended. Additional information received that the patient of this s-ICD received again inappropriate electric shock and inappropriate anti-tachycardia pacing (atp) due to noise oversensing. Patient will be evaluated for changes in device settings or medications. At this time, the product remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this leadless pacemaker and subcutaneous implantable cardioverter defibrillator (s-ICD) stored a smart pass episode, with the feature being disabled. Technical services (ts) discussed that there were low amplitudes along with oversensing and provided troubleshooting steps. Upon review, it was noted an inappropriate electric shock. Possible causes were discussed and reprogramming efforts were performed. At this time, the product remains in service and no additional adverse patient effects were reported.